Event description:
Customer reported receiving inaccurate high readings. Customer had a reading of 128 mg/dl at around 5:15 am then took a dose of insulin.they entered their vehicle and while driving lost consciousness and was involved in an accident. The police were called and found the customer in an incoherent state. Customer was transported to the hosp where a reading of 81 mg/dl was received. Caller was provided juice, glucose, and food to raise glucose levels. Testing was conducted on the fingers. Time between tests and sequence of food intake in relationship to the readings was not specified by customer.